Manufacturer narrative:
Initial

Event description:
It was reported that an ilet bionic pancreas exhibited a frozen touchscreen that remained unresponsive after a forced restart and prevented initiating a software update. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a software problem affecting the touchscreen interface consistent with a key or button unresponsive malfunction. The affected device component was the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.